Manufacturer narrative:
The reported field event of backup vvi was verified in the lab. The device entered reset due to an uncorrectable non-maskable interrupt (nmi) error while in shipped settings, however, the cause of the nmi error could not be conclusively determined. Telemetry, pacing, sensing, impedance, high voltage (hv) output, hv shock, and patient notifier were tested on the bench which was found to be normal.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
Prior to implant, the device was interrogated while inside the box and noted to be in backup mode. The procedure was abandoned and the device was not implanted. The patient was stable with no consequences.